Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. At this time, applied medical is unable to determine the cause of injury or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hemorrhoidectomy. Event description: [surgeon name redacted] was performing a hemorrhoidectomy with eb240. The procedure was finished and device thrown away. Only later the patient discovered to have 8cm thermal burn leading to perforation. This happened over 6 weeks ago and there has been an independent investigation. [Name redacted] explained that they need to prove whether this was user error or device failure. The scrub nurse has said that there were no error codes. The patient had an 8cm thermal burn leading to perforation. The procedure was finished and device thrown away. The patient retuned and presented with the symptoms. Additional information received by applied medical rep via email on 9jul24: the patient remains in itu currently. Intervention: the procedure was finished and device thrown away. The patient retuned and presented with the symptoms. Patient status: the patient had an 8cm thermal burn leading to perforation.

Event description:
Procedure performed: hemorrhoidectomy event description: [surgeon name redacted] was performing a hemorrhoidectomy with eb240. The procedure was finished and device thrown away. Only later the patient discovered to have 8cm thermal burn leading to perforation. This happened over 6 weeks ago and there has been an independent investigation. [Name redacted] explained that they need to prove whether this was user error or device failure. The scrub nurse has said that there were no error codes. The patient had an 8cm thermal burn leading to perforation. The procedure was finished and device thrown away. The patient retuned and presented with the symptoms. Additional information received by applied medical rep via email on (B)(6)2024: the patient remains in itu currently. Intervention: the procedure was finished and device thrown away. The patient retuned and presented with the symptoms. Patient status: the patient had an 8cm thermal burn leading to perforation.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.